Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received reporting that the patient originally presented to an outside hospital with concerns for trismus, rigidity, and difficulty breathing requiring intubation. They were ultimately extubated with ongoing jaw dystonia. Now status post peg and okayed for pureed bites for comfort.

Event description:
It was reported that a patient experienced difficulty breathing and was admitted to the hospital. The patient had multiple episodes of similar symptoms over two months. Neurology was consulted, and adjustments were made to the deep brain stimulation settings, which resulted in some improvement. Dystonia was observed and was felt to be medication-induced with a possible deep brain stimulation component. A peg (percutaneous endoscopic gastrostomy) was placed. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.